Manufacturer narrative:
During troubleshooting with customer service the customer explained that she was with a lactation consultant and was told that her pump was too loud and might have an issue. She indicated she had the pump suction level turned all the way up, but it still does not empty her breasts at times. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 08/25/2021, the customer indicated she had mastitis twice and the first time had been about three weeks ago while using the medela pump. The second time her mastitis began on (B)(6) 2021, but she no longer had symptoms and was not experiencing any issues with her replacement pump. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2021 and it passed suction and cycle specifications, although it was noted during the evaluation that the motor eccentric was out of specification. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (B)(4),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she had low milk expression with her pump in style maxflow breast pump, had mastitis twice, and was taking antibiotics.